Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 5.4, 5.3, 5.0, lab: 3.0. Pt's range is 2.0-3.0. No adverse event. Pt not on antibiotics, no anemia, no heparin/lovenox. No interferences according to tb 104 and pi. Pt was given lipitor a month prior to comparison; there have been no other changes of medication. Dx: venous embolism, pulmonary embolism and primary hypercoagulable state. Meds: coumadin, dexilant, lipitor, folic acid and vitamins. Caller said strips may have been compromised because they had a week of 100+ degree weather when he rec'd the strips.

Manufacturer narrative:
Investigation pending.